Manufacturer narrative:
Reported event of clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02211 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-02212 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. Another resolution clip device was opened and used; however, the same issue occurred. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.